Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 25mm ce aortic valve implanted for an unknown implant duration underwent valve-in-valve procedure due to stenosis. Patient presented with shortness of breath and dizziness. A 23mm 9750tfx transcatheter valve was implanted inside the 23mm valve. Patient outcome as expected.

Event description:
Edwards received information a patient with a 25mm ce aortic valve implanted approximately 16 years, underwent valve-in-valve procedure due to severe aortic stenosis, somewhat thickened and restricted leaflets, and severe posteriorly directed regurgitation. Patient presented with worsening dyspnea on exertion. A 23mm 9750tfx transcatheter valve was implanted inside the 23mm valve. Patient outcome as expected. Patient was discharged on post-operative day one (1).

Manufacturer narrative:
H10: additional narratives updated b5 and b7 per new information received corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.